Manufacturer narrative:
New information: b5:describe event or problem h6:patient codes.

Event description:
Reprise IV study it was reported that transient heart block and left bundle branch block (lbbb) occurred. A lotus introducer sheath was placed and the native aortic annulus was treated with the deployment of a 23 mm lotus edge valve. There was correct positioning of the 23 mm lotus edge valve into proper anatomical location. On the same day post index procedure, the patient developed transient complete heart block. Electrophysiology was consulted. The event was treated medically along with placement of a temporary trans venous pacemaker. One day post index procedure, the patient developed left bundle branch block and was hospitalized for further evaluation and treatment. Electrocardiogram(ECG) and echocardiogram were performed as diagnostics. At the time of reporting, the events are considered to be recovering. It was further reported that one day post index procedure, the patient developed elevated troponin and no action was taken and no diagnostics were performed for the event. At the time of reporting, the event was considered to be recovering.

Event description:
(B)(6) study. It was reported that transient heart block and left bundle branch block (lbbb) occurred. A lotus introducer sheath was placed and the native aortic annulus was treated with the deployment of a 23 mm lotus edge valve. There was correct positioning of the 23 mm lotus edge valve into proper anatomical location. On the same day post index procedure, the patient developed transient complete heart block. Electrophysiology was consulted. The event was treated medically along with placement of a temporary transvenous pacemaker. One day post index procedure, the patient developed left bundle branch block and was hospitalized for further evaluation and treatment. Electrocardiogram(ECG) and echocardiogram were performed as diagnostics. At the time of reporting, the events are considered to be recovering.